Event description:
It was reported that the patient was experiencing very warm sensations at the implantable pulse generator (ipg) site when charging. Redness and burning sensation were noted. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model:sc-2408-56 serial: (B)(6) batch: 7088636 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7088533 UDI: (B)(4).